Manufacturer narrative:
Product investigation: summary: product analysis confirmed the reported events. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of cause traced to component failure was chosen because a product malfunction identified during the investigation could be considered the most probable cause for the reported events. Based on the results of this investigation, no escalation is required. Product analysis summary: product analysis confirmed a fluid leak in the returned device due to wear from the cylinder input tube. After all the fluid in the device had leaked from the cylinder, it would no longer function, which also confirms the reported inflation issues. DHR review / similar complaint review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 877240 found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. There is no evidence that the reported events are related to a manufacturing deficiency based on the product analysis and a review of the manufacturing records. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. Risk review: a review of the ambicor hazard analysis was completed. The reported events do not represent a new or unanticipated event, although the appropriate hazardous situation could not be identified with the limited information provided. Based on this review, this complaint does not represent a new or unanticipated event. No further review required. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling and pain is included as potential adverse events in the product labeling. No further review is required

Event description:
It was reported that the patient was scheduled for a surgical procedure to revise this ambicor penile prosthesis (app) as the cylinders would no longer inflate as expected. No patient complications were reported. No further information is available at this time. Additional information was received indicating the revision procedure took place as planned. The implanted app was removed due to fluid loss and replaced with a new prosthesis. There were no patient complications.

Event description:
It was reported that the patient was scheduled for a surgical procedure to revise this ambicor penile prosthesis (app) as the cylinders would no longer inflate as expected. No patient complications were reported. No further information is available at this time. Additional information was received indicating the revision procedure took place as planned. The implanted app was removed due to fluid loss and replaced with a new prosthesis. There were no patient complications. The explanted components are expected for return.